Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the reported scope communication error b30 issue could not be determined, however, it is possible that the issue was the result of a scope connector continuity issue due to moisture/leakage. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was confirmed. An additional issue of no image problem was identified. During the device evaluation, the following issues were discovered: there was no data transmission during the data verification; there was fluid invasion from the distal end; there was excessive bending stress and leaking in the channel at the distal end; there was a short circuit in the switch circuit due to water immersion; switches 1 and 4 were not working; there was excessive handling stress; the charge-coupled device shrink tube had a crack and scratch with fluid inside; there was fluid invasion from the body control unit; and there was fluid invasion from the connector. The investigation is ongoing, and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that during preparation for use of the evis exera iii bronchovideoscope, an error code b30 (scope communication error) was received. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the customer.

Event description:
Additional information was received from the customer. The device was inspected before use. The issue was found when the customer was setting up for the intended procedure. There was no delay in the procedure reported. The procedure was completed successfully with a similar scope.